Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 tractip laser fiber was used in ureteroscopy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 100 watt laser console with the laser settings of 1 joule and 50 hertz. According to the complainant, during the procedure, inside the patient, the physician was using the laser fiber through the ureteroscope to treat the renal stone. After several minutes of use, the room smelled of smoke. When the physician stepped on the foot pedal, the laser fiber was examined and it was lighting up, from the connector to where the fiber entered the ureteroscope. Reportedly, there was no burn injury to the physician. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.